Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to perform occlusion test and excessive no delivery test due to prime anomaly. However, the operating currents are within specifications and passed self test, a21 error test, displacement test and basic occlusion test. The insulin pump had cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had repeated no delivery alarms on the insulin pump. The customer reported changing the infusion set several times, but the alarm persisted. The customer also reported during insulin delivery, the insulin pump would jump from one to two units and back to zero units. The customer also reported they were hospitalized for 24 hours for high blood glucose. Customer's blood glucose was 25 mmol/l at the time of incident. The customer agreed to return the insulin pump for analysis.